Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Hook end of the device is missing. Discovered during procedure on (B)(6) 2015; however, it is unknown when the device broke. It could have been broken when the device was put into the set, during processing or during the procedure. Surgeon did not notice an intra-operative break had occurred; however, did notice the piece of the device missing. X-ray was done in the recovery room; negative for a retained piece. Surgery was delayed for about five minutes to get another set. No patient injury.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: one tip of the received instrument is broken off. The fracture surface indicates a spontaneous forced fracture occurred. Hardness testing indicated that the device material hardness is within specification. No material or manufacturing deviations were found; failure is user related. Corrective/preventive action is not required.